Event description:
The patient presented for percutaneous device closure of an atrial septal defect. The defect was sized using an aga sizing balloon. Using a 6fr delivery sheath and an 8mm amplatzer septal occluder, the physician attempted to close the defect. Upon deployment, the left atrial disk assumed a "cobra" formation. The physician attempted to get rid of the cobra by collapsing the device into the sheath and repositioning, but the cobra formation persisted. The device and sheath were removed and the physician tried a 7fr delivery sheath with the device, with the same result. He then tried another 8mm amplatzer septal occluder, but the device was unstable. The physician noted that the manipulation of the cobra forming device tore some of the aneurysmatic tissue adjacent tothe defect. The physician then implanted a 15mm amplatzer septal occluder device without complications. The patient did extremely well and was discharged the next day.